Manufacturer narrative:
The customer sample was not available for evaluation. The device history records for the possible lot numbers were reviewed in order to determine possible causes for the incident reported and found that all the operations were performed as per established procedures. (B)(4). Inspection records for raw material used to extrude the tubing were reviewed and indicates that all test results are within specification limits, including tensile and tear tests. While this analysis cannot conclusively determine the cause for failure, the data reviewed do not lead us to believe that there was an inherent weakness in the material itself. As preventive actions, the customer will be provided with a copy of the instructions for use. According to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends and utilize the information

Event description:
Nurse attempted to remove a small jp drain from the neck of a young patient. Suture was clipped, drain pulled out 1 inch then a snap was felt and the drain came out with a jagged uneven tip. It appeared not all the drain came out. The patient was subsequently scanned and returned to the or the next day to retrieve the remaining portion of the drain. No residual effects were anticipated.